Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had received unexpected restart. Customer also had blood glucose of unknown. The customer stated that the insulin pump was able to clear the alarms. The customer was able to rewind the insulin pump. The customer received another pump error alarm after battery change. Troubleshooting was performed. The insulin pump will not be returned for analysis.